Manufacturer narrative:
(B)(4).

Event description:
It was reported that oversensing was observed via remote transmission. Programming changes were made and resolved the oversensing. The patient will continue to be monitored with routine follow-up.